Event description:
It was reported that the device could not be interrogated, no tone could be heard, and no pacing was seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.